Event description:
It was reported that the pacemaker, right ventricular (rv) lead, and the right atrial (ra) lead were explanted and replaced as a result of a system infection. No additional consequences were reported.